Manufacturer narrative:
Technician checked all functions finding CPR valve on hi low actuator was bad. He replaced the valve to resolve.

Event description:
Account has a bed that the head section will return to the lowered position after being raised. He said that it was faster than a drift, but it was not a free fall either. There was a patient in the bed, but he was not aware of any injuries.